Event description:
The user facility reported during vitrectomy surgery, the cutter did not cut. The surgery was delayed five minutes while another cutter was opened to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
Eval completed. One 25ga vit cutter was returned wrapped in a bl5425 pack label from lot v0397. The rest of the pack tray and components were not returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. One of the extension handles was attached to the back of the cutter. A functional test was performed using a stellaris pc system. The cutter cuts intermittently at 2300 c.p.m. And lower. The inner needle locks up and was blocking the port from 2400 c.p.m. And above. The cutter was partially clogged and will not vacuum out the tissue that was in the port from the cut test. The cutter was not functioning as intended. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.